Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, "the clip misfired and did not seal the vessel". Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. A review of the device history record is forthcoming. A f/u report will be submitted with any additional relevant information.